Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional review and the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional code added to h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The device was visually examined, and the following was observed: radial and longitudinal balloon burst. Inflation balloon material not returned. Distal part of balloon and nose tip separated and inserted through guidewire. Balloon spring slightly stretching. Balloon wire was returned cut. Due to the nature of the event and since the inflation balloon working length material was not returned, functional and dimensional testing were unable to be performed. Imagery was provided and the following was noted: presence of calcium in native aortic leaflets. Presence of calcium in hockey puck view and in the ascending aorta. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Available information suggests that patient factors (calcification) and procedural factors (overinflation), likely contributed to the event as per provided image there was presence of calcium. Additionally, it was reported that the balloon was inflated with +1cc extra volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume used (+1cc), subjecting the balloon to pressures high enough to cause the balloon to burst. The difficulty withdrawing the delivery system, separated distal tip, and separated balloon material were confirmed. Available information suggests that procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event. The returned device shows that the tip was separated and inserted in the guidewire, which is an indication of the reported withdrawal difficulty. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip and patient vasculature, which would have then led to the experienced retrieval difficulty from vasculature and sheath. Additional pull force/ device manipulation applied to overcome the withdrawal difficulty which then led to the reported distal tip and balloon separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from australia by our edwards lifesciences affiliate, the commander delivery system balloon burst at full inflation during deployment of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach. The valve was fully deployed, with mild paravalvular leak (pvl). The balloon was inflated with an additional +1cc of volume. There were difficulties during withdrawal of the delivery system. The patient suffered a common femoral artery dissection during withdrawal of the devices. The procedure was converted to surgery to repair the injury and a blood transfusion was needed. The root cause of the balloon burst was thought to be sinotubular junction calcium. It was thought that the balloon burst, and the exposed "clear plastic rubber inside the balloon distal to the alignment marker" damaged the artery during withdrawal.

Event description:
Per additional information received, the team was able to get the delivery system safely through the illiacs, then the delivery system was caught on vasculature in the common femoral artery. There was difficulty withdrawing the delivery system through the sheath. Per initial pre-decontamination evaluation of the returned devices, the following was observed: balloon burst longitudinal and radial, and missing balloon material was observed. The distal part of balloon separated and inserted through guide wire (nose tip and remaining balloon material returned). Balloon coil is slightly stretched.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received and based on the initial pre-decontamination evaluation of the device. The following sections of this report have been updated: additional information added to b5, additional code added to h6 device code. Investigation is ongoing.